Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the missing ke45 (thixotropic adhesive) at the forceps cover, the pink rubber damage, and the pinhole on the cement of the light guide (lg) lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device had missing ke45 (thixotropic adhesive) at the forceps cover, pink rubber damage, and a pinhole on the cement of the light guide (lg) lens. There was no patient involvement.